Event description:
The pt had a rhinoplasty revision using an external approach with enduragen implanted as a bridge onlay graft material for a small saddle deformity. The pt called the office approx six weeks postoperatively and stated that over the past few days she had noted the depression in her bridge had returned. The pt returned to the operating room and an auricular cartilage graft was used to fill in the depression where the enduragen once was. Another piece of enduragen was then placed as an overlay to minimize the translation of any irregularities to the skin surface. Transcutaneous sutures were used as well as pds suture material placed under the nasal skin. The transcutaneous sutures were left in for one week postoperatively under a standard cast and bandage. Nothing unusual was seen at the suture site at the one-week postoperative visit. The surgeon commented that he had used enduragen many times over the past five years, and this was the first time where it seemed to have resorbed and done so in a very short amount of time.

Manufacturer narrative:
Following a review of the device history record for 04b20-1, all process and test criteria has been verified as complying with the enduragen finished product spec. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns.